Event description:
Noise was observed on the ventricular channel of the electrogram. The noise was not reproduced with positional testing. During the explant procedure, a visible burn mark was observed on the device can suggesting that the lead could have arced to the can. As a result, the device was explanted and the lead was capped.